Event description:
The following was reported to hamilton medical ag: device gave 233004 technical fault error. Device alarmed that it is detached from patient, even though the device was connected correctly on the patient. Patient was detached from the device and then reconnected. After this the device worked correctly about 1 minute and then gave expiratory valve error. Dry hoses was in use, no other devices were in use.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion of complaint that: reportedly no patient harm, no intervention was necessary, ventilation continued. Investigation was initiated. Root cause:. Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion of complaint that: in conclusion the device has been scrapped and therefore unreachable for a investigation.

Event description:
The following was reported to hamilton medical ag: device gave (B)(4) technical fault error. Device alarmed that it is detached from patient, even though the device was connected correctly on the patient. Patient was detached from the device and then reconnected. After this the device worked correctly about 1 minute and then gave expiratory valve error. Dry hoses was in use, no other devices were in use.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the te 233003 and te 233004 malfunction can lead to a delay in the therapy since the ventilator cannot be used (IFU: "must be serviced"). A fully functioning ventilator needs to be prepared. The root cause of the ventilator to alarm with te 233003 and te 233004 was determined to be a defective pressure sensor assembly (psa) and defective mainboard. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event, while the medical device was used for treatment. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event.

Event description:
The following was reported to hamilton medical ag: device gave 233004 technical fault error. Device alarmed that it is detached from patient, even though the device was connected correctly on the patient. Patient was detached from the device and then reconnected. After this the device worked correctly about 1 minute and then gave expiratory valve error. Dry hoses was in use, no other devices were in use.